Event description:
It was reported that an ilet bionic pancreas became nonresponsive and failed to power on after exposure to moisture while worn against the body, and the device subsequently continued to shut down due to a suspected faulty battery; the user¿s blood glucose was affected with a reported high of 321 mg/dl for about 1.5 hours, and the user employed back-up subcutaneous insulin therapy with long-acting and short-acting insulin. Symptoms included dry mouth and mild nausea, and a small amount of ketones was detected with actions taken per a ketone plan. Outcomes included transient hyperglycemia without hospitalization or professional medical intervention. Investigation included customer troubleshooting and education regarding drying the device and attempting to charge it. Investigation of this case revealed device power failure consistent with a battery malfunction following moisture exposure. It was concluded that the event was related to device malfunction of the power/battery component resulting in hyperglycemia, with user-managed recovery using back-up therapy. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.